Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, we presume that the cause is poor contact due to that the contact of the video connector receptacle is corroded. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The reported issue occurred during an unknown therapeutic procedure, which was completed with same device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had image output failure. Especially, when outputting from an electronic scalpel. The image disappears for 2 or 3 seconds. There were no reports of patient harm.